Manufacturer narrative:
As of today, this product remains in-service. Should additional information become available, this report will be updated.

Event description:
Boston scientific crm received information this implantable cardioverter defibrillator (ICD) had a monitoring voltage of 2.17 volts and was in storage mode. The patient was in the hospital for a non-device related reason. The patient was reported to be in an escape rate and they were unaware of a device issue. It was stated that the patient was lost to follow-up post implant.

Manufacturer narrative:
Subsequent information indicates that this patient was downgraded to a competitor's pacemaker. At this time, the device has not been returned. Should additional information become available, this report will be updated.